Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2366-70. Serial: (B)(4). Batch: 7071260.

Event description:
It was reported that the patient was experiencing loss of paresthesia coverage in their pain area. The patient underwent a revision procedure in which the leads were replaced. During the surgery the physician reported that the loss of paresthesia was due to lead migration. The explanted leads will not be returned. No additional adverse patient effects were reported. No further information could be obtained despite good faith efforts.